Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone tip of the hemopro device looked damaged, torn. The harvester chose to use the same device to complete the procedure. The harvester did not report any part broken off from the tip and there was no product retrieval from the patient required. There were no patient complications reported. No additional clarification of the failure could be obtained.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone hot and cold jaw boots showed that no damage and/or tearing were present. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).